Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Initial reporter telephone number: (B)(6).

Event description:
Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed.

Event description:
At some point the bg was 40.0 mmol/l and the cgm was low but it could not be determined when these values were taken. The patient was transported to the hospital. When they arrived at the hospital, their bg was checked and it was 40.0 mmol/l while the cgm was still displaying low. The patient was treated with insulin, saline and fluids and discharged later the same day in good condition.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the first follow up report, "at some point the bg was 40.0 mmol/l and the cgm was low but it could not be determined when these values were taken. The patient was transported to the hospital where he was treated with insulin, saline and fluids and discharged later the same day in good condition."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated the cgm was displaying low when they started to 'feel unwell'. Based on their symptom and the cgm reading, they attempted to self-treat. The patient called emergency medical services (ems). Upon paramedic arrival the bg finger stick value was 32 mmol/l and paramedics treated him with insulin. At some point the bg was 40.0 mmol/l and the cgm was low but it could not be determined when these values were taken. The patient was transported to the hospital where he was treated with insulin, saline and fluids and discharged later the same day in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.